Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) was consulted and recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has returned for analysis.